Event description:
It was reported via phone call, that the customer's insulin pump has cracks to the display as well as the reservoir compartment. The customer also advised that their insulin pump had been exposed to an insulin leak. The customer also reported receiving button error alarms. Customer's blood glucose level was over 180mg/dl. The customer stated that their insulin pump had been dropped a few times. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit had cracked display window, cracked case at display window corner, cracked reservoir tube and cracked reservoir tube lip. No crack noted on lcd glass. Unit had moisture damage on lcd.